Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), thrombosis ('blood or heart disorder/condition type: blood clot in legs') and endometriosis ('endometriosis') in a 42-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hip fracture, fracture of pelvis and seizures. Concurrent conditions included arteriovenous malformation, aneurysm of unspecified site, human papilloma virus immunisation, tobacco user, parakeratosis, paratubal cyst, vaginal discomfort, vaginal infection, thyroid disorder, hydatid cyst, gallbladder disease and appendix disorder. Concomitant products included clonazepam (klonopin) since 1996, lamotrigine (lamictal) since 1996, oxybutynin since 1996 and phenobarbital since 1996. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced limb mass ("rashes or skin conditions type: small bumps all over legs"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and loss of libido ("loss of libido"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). On (B)(6) 2013, the patient experienced pelvic adhesions ("pelvic adhesion") and endometriosis (seriousness criterion medically significant), 2 years 5 months after insertion of essure. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), hypoaesthesia ("neurological conditions or problems type: leg numbness") and gastrointestinal disorder ("bowel issues"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), abdominal pain ("abdomen pain"), pain in extremity ("upper thighs pain"), back pain ("back pain"), arthralgia ("hip pain") and rash ("rashes all over legs"). The patient was treated with surgery (dilation and curettage and hysterectomy with bilateral salpingo-oophorectomy, d&c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, anxiety, migraine, hypoaesthesia, gastrointestinal disorder and rash had resolved and the thrombosis, female sexual dysfunction, limb mass, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, pelvic adhesions, endometriosis, loss of libido, abdominal pain, pain in extremity, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, hypoaesthesia, limb mass, loss of libido, migraine, pain in extremity, pelvic adhesions, pelvic pain, rash, thrombosis, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: insertion details: both sides were noted to have 3coils. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, cystitis, dysmenorrhea, fatigue, pelvic adhesion lot number: 50512921, manufacturing date: (B)(6) 2010, expiration date: 2013/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), thrombosis ('blood or heart disorder/condition type: blood clot in legs') and endometriosis ('endometriosis') in a (B)(6) female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hip fracture, fracture of pelvis and seizures. Concurrent conditions included arteriovenous malformation, aneurysm, human papilloma virus immunisation, tobacco user, parakeratosis, paratubal cyst, vaginal discomfort, vaginal infection, thyroid disorder, hydatid cyst, gallbladder disease and appendix disorder. Concomitant products included clonazepam (klonopin) since 1996, lamotrigine (lamictal) since 1996, oxybutynin since 1996 and phenobarbital since 1996. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced limb mass ("rashes or skin conditions type: small bumps all over legs"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and loss of libido ("loss of libido"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). On (B)(6) 2013, the patient experienced pelvic adhesions ("pelvic adhesion") and endometriosis (seriousness criterion medically significant), 2 years 5 months after insertion of essure. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), hypoaesthesia ("neurological conditions or problems type: leg numbness") and gastrointestinal disorder ("bowel issues"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), abdominal pain ("abdomen pain"), pain in extremity ("upper thighs pain"), back pain ("back pain"), arthralgia ("hip pain") and rash ("rashes all over legs"). The patient was treated with surgery (dilation and curettage and hysterectomy with bilateral salpingo-oophorectomy, d&c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, anxiety, migraine, hypoaesthesia, gastrointestinal disorder and rash had resolved and the thrombosis, female sexual dysfunction, limb mass, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, pelvic adhesions, endometriosis, loss of libido, abdominal pain, pain in extremity, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, hypoaesthesia, limb mass, loss of libido, migraine, pain in extremity, pelvic adhesions, pelvic pain, rash, thrombosis, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: insertion details: both sides were noted to have 3coils. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, cystitis, dysmenorrhea, fatigue, pelvic adhesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events depression, anxiety, bumps all over legs, bladder or urinary problems or changes, migraines / headaches, blood clot in legs, leg numbness, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, bowel issues, pelvic adhesions, loss of libido, abdomen pain, upper thighs pain, back pain, hip pain, rashes all over legs, she did not undergo essure confirmation test were added. Lot number, concomitant conditions, concomitant drugs reporter¿s information, patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.